Event description:
Dr. (B)(6), the surgeon of the hospital, reported that the pt came in with pain. He took an x-ray and saw that there is a luxation at the hip. Our sales rep (B)(6), was observing the revision surgery procedure at the hospital. During the procedure, dr. (B)(6) observed that the insert was luxated from each other (that means the inner from the outer cup has loosen). The surgeon removed the insert and replaced it. Finally, he could complete the surgery.

Manufacturer narrative:
Further info (surgery report, x-rays, item no.) Have been requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.